Event description:
On or about (B)(6), 2003, a ¿straight-in sacral colpopexy y-sling system¿ was implanted. Plaintiff¿s attorney has alleged that plaintiff has, ¿suffered, and will continue to suffer, pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities,¿ has had severe and permanent injuries and other damages. It was reported that plaintiff has not yet undergone a revision procedure to remove the mesh.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.